Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the lcb distal cover glass broken, the remote control buttons cut, and the bending rubber gluing bubbling; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.